Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. The tip of the vizigo sheath was too soft and the tip "buckled" and "bent" when attempting to go transseptal. When the sheath was replaced, the issue resolved. No patient consequence was reported. The device evaluation was completed on 03-dec-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual and dimensional inspections were performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. The tip was observed bumped. Subsequently, to identify if there are a resistance issue during the usage of the sheath, a detailed inspection of the tip was performed and no electrodes damaged, bent or detached were observed on the tip. Finally, a dimensional test was performed, and the outer diameters of the device were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The bumped condition identified during the investigation could be related to the resistance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. In addition, during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. The tip of the vizigo sheath was too soft and the tip "buckled" and "bent" when attempting to go transseptal. When the sheath was replaced, the issue resolved. No patient consequence was reported.